Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(6). Batch: 7075273.

Event description:
It was reported that patients lead is poking through the incision. It was noted also that there was wound dehisced and impedance on the lead. The patient was doing well.